Manufacturer narrative:
Root cause unidentified: root cause can not be determined since sample is not available. Conclusions: defect was not confirmed since it could not be duplicated. Functional and visual evaluations were not performed since no sample was received for evaluation. During the manufacturing of this lot a pressure test at 1300 psi, which is greater than the pressure used 75-1200 psi by the customer. Pressure test method was followed according instruction number ii064185 device history record was reviewed and no discrepancies related to the issue were found. Good clinical practice is to have the head of the injector/syringe pointing down towards the floor, away from pt and staff.

Event description:
Customer reported that in the last 2 weeks, that they had 3 syringes, where the luer lock came detached during the injection of the lv gram procedure. No injuries reported. The protocol used for the procedures were 700 psi at 36ml of isovue at 12ml / sec. A 48 inch medi medical tubing was used between the syringe and pigtail catheter. A lot # search revealed no other similar complaints. Customer did not save syringes.